Event description:
It was reported that during the pre-use check, the breathing bag got torn off around the connection part. No patient injury.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained sample was received torn. However, it is concluded that failure reported could not be reproduced in the manufacturing process. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefor the damage (broken) was after the product left shm facilities. DHR review could not be completed as no lot number was provided.